Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at scope cover and bending section cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an infiltrated asset. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, the air/water tube and cylinder had remains of white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a crack on the probe cover and a pinhole on the distal sheath, water tightness was lost; due to a chip on the probe cover, the insulation resistance value at the distal end did not meet the standard value; the electrical connector had corrosion; the grip, right/left knob and up/down knob had discoloration; the switch box, adhesive around objective lens, connecting tube and the universal cord had discoloration; the air/water cylinder and suction cylinder had no color; switch1 had a cut; the color ring and objective lens were cracked; the suction connector and image guide protector were damaged; indication that third party repair has been performed was noted on the suction connector, switch box, adhesives around the objective lens, connecting tube and the universal cord. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.